Event description:
The user's hearing performance with the device is affected. The user was re-implanted (B)(6) 2025

Manufacturer narrative:
Additional information: based on the received information, a damage to the active electrode due to device minute mobility appears very likely. Reportedly a trauma occurred which was the onset of the reported issue. The impact might have weakened the fixation of the implant. Re-implantation was carried out, but the device has not been received for investigation yet.

Event description:
The user's hearing performance with the device is affected. It was reported that the user had a trauma to the head about one month ago. There was no swelling or redness seen over the implant area. Re-implantation is being considered.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Manufacturer narrative:
Conclusion: damage to the active electrode which is consistent with minute device mobility was determined to have led to device failure over time due to fatigue breakages. Also, an impact to the head might have weakened the fixation of the active electrode and could also be a factor for electrode mobility. The investigation results appear to match the problems mentioned in the recipient report. Other damage found during device investigation are most likely related to the explantation surgery. This is a final report.

Event description:
The user's hearing performance with the device is affected. The user was re-implanted on (B)(6) 2025